Manufacturer narrative:
G4:08jun2021. G5:510k: k102985. B4:30jun2021. Information was received that there was a delay in the therapy since the unit failed when the high flow mode was set. No harm or medical intervention was reported.

Manufacturer narrative:
A gas delivery system (gds) assembly was returned for analysis. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found.

Manufacturer narrative:
B4:27jul2021. The service engineer (se) inspected the device and replaced the flow sensor. The se, in addition, replaced the front bezel housing. The unit was checked; overall, run-in tested, cleaned, functionally tested, and no abnormality was confirmed.

Event description:
It was reported that the ventilator failed to be put into standby mode and switch to high flow mode. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The customer was sent a quote for repair of the device.